Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation with a 575cc mentor memorygel breast implant (right) and a 650cc mentor memorygel breast implant (left) experienced bilateral grade ii capsular contracture postoperatively. The patient had a consultation on (B)(6) 2020. During the consultation, the patient stated that she experienced pulling on her neck, catching sensation, decreased range of motion of the right breast, a palpable nipple, pain in the nipple, a line across the left breast, and breast asymmetry. The patient¿s surgeon stated that the patient¿s breasts showed breast asymmetry and deformity, and appeared widely-spaced. In addition, the surgeon stated that the patient¿s left breast had double-bubble, the right breast showed greater palpability than the left side, and capsular contracture appeared to be worse on the right side than the left side. The diagnosis was confirmed via physical examination by the patient¿s surgeon. As a result, the patient underwent bilateral removal and replacement with a 560cc mentor memorygel breast implant (right catalog #: shpx560, right serial #: (B)(4)) and a 595cc mentor memorygel breast implant (left catalog #: shpx595, left serial #: (B)(4)) on (B)(6) 2021. Initially, baker grade iii (left) and IV (right ) were suspected. However, upon explantation, both capsules were observed to grade ii. The event date was estimated as (B)(6) 2017 based on available information. This report is for the right-sided prosthesis.